Event description:
In 2009, the lay user/pt contacted lifescan alleging the one touch ultra easy meter read inaccurately. The medical surveillance specialist sent f/u questions to the technical service rep (tsr) to ask the pt. The pt said, she had a reading of 7.9 mmol/l in the morning 8-9 am about 3-4 weeks before calling lifescan. She said that because of the reading she continued to make her cup of tea and started to feel dizzy about 10 minutes after the issue began. Due to the 7.9 mmol/l result, the pt also tested a few times to check the accuracy of the meter and allegedly obtained readings of 8.4, 12.2, and 3.5 mmol/l. The difference between the results falls outside the expected value of <=20%. The pt's boyfriend tested her on another meter when she felt dizzy and she said the result was 1.9 mmol/l. At the time of the reading, the pt reportedly developed symptoms of hypoglycemia (the specific symptoms are unk) and the pt's boyfriend allegedly called an ambulance, which arrived after an hr. The ambulance allegedly gave the pt a glucagon injection and she had some food and drink to increase the blood glucose level. She said she felt better after one hr after she was treated. The ambulance did not give the pt any advice. The pt said she takes humalog (an unk dose) 5 times per day and said that had her reading been lower than 7.9 mmol/l she would have used a glucagon injection to prevent her symptoms. She did not say how low the reading had to be. It was determined during the troubleshooting telephone call, the pt's testing technique was correct. The pt cleaned the puncture area correctly. The result was verified in the meter memory. The meter was set to the correct unit of measure at the time of testing. This complaint is being reported because, the pt alleged she obtained inaccurate readings on her meter, suffered symptoms of hypoglycemia, and obtained treatment for the symptoms from emergency staff.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.